Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information on b5 & h6 (health effect: clinical & impact codes).

Event description:
It was reported that during a meniscus repair, the second implant of two (2) fast-fix 360 curved dislodged from the inserter. No t was removed, the t1 implants were left secured inside the patient. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. The patient's status is good. No further complications were reported.

Manufacturer narrative:
H11: h3, h6: part of the reported device was received for evaluation. A visual evaluation showed two devices were returned in original packaging with the batch number of the complaint on the label. Device one, the t1 and t2 were not returned. A partial suture was returned. Device two, the t1, t2, and suture were not returned. The insertion device has no visible defect. Bio debris is present. A functional evaluation of device one showed the actuator will cycle but the actuator attempts to stick at the tip and requires persistent manipulation before returning to the next pre-deployment position. Device two showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include unintended inappropriate or excessive force allowing the device to prematurely deploy. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a meniscus repair, the second needle of two (2) fast-fix 360 curved dislodged from the inserter. The t1 was removed with tweezers. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. The patient's status is good. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).